Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing worsened hip pain which caused disrupted sleep. It was also reported that the patients ipg was defective. The device was replaced with an MRI compatible ipg and the patient was doing well post-operatively. The explanted ipg was not returned.